Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient underwent transforaminal lumbar interbody fusion and posterolateral fusion surgery on the lumbar spine from l4-l5. He was implanted with rhbmp-2/acs. Post-op, the patient suffered from increasingly severe low back pain with associated radiculopathy. Currently, the patient continues to experience severe and unrelenting lower back pain with radiculopathy in his lower extremities. He had difficulty sitting, standing and walking and requires occasional use of cane to assist in ambulation. These serious injuries prevent from practicing and enjoying the activities of daily life he enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre operative diagnosis: lateral recess stenosis of lumbar spine. Patient underwent the following procedures: left l5-s1 hemilaminectomy and decompression; left l4-5 transforaminal interbody fusion with pedicle screws and peek interbody fusion cage and bmp bone graft. As per the operative notes, ¿I incised over it with a knife and curated the space and prepared it for a size 7 peek cage. I placed the cage containing bmp and saved excellent ap and lateral fluoroscopic images. I placed the screws followed by the rod and with final tightening got a good construct as well. I curated the transverse processes and made holes with the tps drill and packed it with a mixture of graft and rhbmp-2/acs in the left inter transverse bed.¿ no intra operative complications were reported.